Event description:
The customer reported that the device 60-6010-002, universal plus-hand ctl pistol, was being used during a laparoscopic cholecystectomy on (B)(6) 2022. When it was reported that the ¿tip of universal plus probe came off inside patient¿. They looked for the tip for 20 minutes causing an unnecessary prolonged surgery time and they almost had to open the patient. The procedure was completed using a harmonic. Further assessment found the device tip fell into the surgical site and was retrieved using a laparoscopic grasper. The patient was not injured and there no was medical/surgical intervention required or extended hospitalization needed for the patient. The patient is said to be stable. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.